Event description:
It was reported that an interrogation of the pacemaker (pm) revealed premature battery depletion, high capture thresholds, and low pacing impedance. The patient was asymptomatic. An unknown epicardial lead was also noted to have an insulation anomaly that may have contributed in draining the pm battery. The pm was explanted and replaced successfully. The patient was stable throughout the procedure.